Event description:
A ventilator was returned to the MFR for blower noise. There was no allegation of device failure. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR¿s service center, errors related to the blower motor were found in the ventilator¿s downloaded error log. The device¿s blower motor was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.